Event description:
We received a report that while implanting a tecnis za90030205 the surgeon noted the haptic was crimped. He enlarged the incision and removed the intraocular lens (iol). No other complications were reported. Additional information was requested but not received.

Manufacturer narrative:
Operator of device: health professional (physician). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4). Placeholder.